Event description:
Reportedly, post repair, the device kept alarming, displaying an error message, and the pump would become disabled. The pump had to be switched out during the procedure. The type of error message was requested however the customer did not record what it was. There was no patient harm. No additional information is available.

Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case at the connector was chipped. Device evaluation identified a bad eso switch. The eso switch was replaced. The circuit boards were inspected, the unit was calibrated, and the case was checked for damage. The alarm, display, force, lock switch, patient side occlusion, plunger position, and self-test/power tests were all ran and tested to OEM specification. The root cause was determined to be the bad eso switch. It was determined that this was not related to the previous repair. This type of event will continue to be monitored.